Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and hypercoagulable disorder with gastrointestinal bleeding. At some time post filter deployment, it was alleged that the filter migrated and struts perforated the inferior vena cava. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records and photos were provided and reviewed. The medical record allege that eclipse filter was implanted at the l1-l2 junction, for a patient with hypercoagulable disorder and gastrointestinal bleeding. There was good apposition of the wall of the filter with no evidence of clot or emboli. After post filter deployment, computed tomography (CT) revealed that here was an inferior vena cava filter below the level of the renal arteries. Approximately 3 or 4 legs had protruded through the inferior vena cava. No significant change from previous scan was noted. Based on the medical record review, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However the investigation is inconclusive for filter migration and filter limb detachment. One electronic photo was provided and reviewed. The photo shows an ivc filter with blood samples. All twelve filter limbs were present in the filter. One filter leg limb appeared to be shorter than other filter leg limbs. Based on the provided photo review, the investigation is confirmed for alleged filter limb detachment. However, the investigation is inconclusive for filter migration and perforation of the inferior vena cava (ivc). Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter limb detachment. However, the investigation is inconclusive for filter migration. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: e1, h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, and hypercoagulable disorder with gastrointestinal bleeding. At some time post filter deployment, it was alleged that the filter migrated, and struts perforated the inferior vena cava. The device was removed percutaneously. The current status of the patient is unknown.